Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. See MDR # 3004209178-2018-13552 for the patient's other ins. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient has seen an end of service (eos). The patient's device is off and no longer providing therapy. The patient was advised to contact their managing healthcare provider (hcp) to schedule replacement surgery. The patient reported that she can't turn her implant on and that her implant stopped working. The patient reported that she started seeing elective replacement indicator (eri) for a while before seeing eos. The patient stated the implant had "only" lasted for 3 years. No further complications were reported. No additional patient symptoms were reported. Additional information received from the patient reporting that the eos (end of service) message was first noticed in (B)(6) 2018. They reported that the cause of the battery not lasting as long as the patient expected was unknown as it was not a rechargeable ins. It was reported that no actions were taken to resolve their battery not lasting as long as they expected. They stated they had an appointment on (B)(6). The issue of their battery not lasting as long as they expected had not been resolved. It was reported that the patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis determined that the device was functionally okay and had no significant anomalies. If information is provided in the future, a supplemental report will be issued.